Manufacturer narrative:
Pr#: (B)(4). Note: we have not completed our investigation of this event and therefore, cannot complete at this time. We will file a follow-up MDR at the completion of the investigation.

Event description:
The philips field service engineer (fse) is reporting that in (B)(6), which is the governing body that regulates construction, the mounting holes in the gantry must be filled with the mounting bolt. Per philips quality and regulatory engineer, a seismic kit is required which contains larger base mounting bolts from the standard bolts used elsewhere. There is a plastic sleeve that goes into the mounting hole with the standard bolts that insulates it from the base. This installation was unable to use these sleeves with the bolts in the seismic kits so contact between the bolt and the metal of the gantry base may occur. Per the fse, there is 0 tolerance between the gantry holes and the contractor drilled and installed stud anchors. Due to the methods of drilling holes in cement floors this specification cannot be met. Philips electrical design engineer stated that the system was certified for safety and essential performance in the isolated condition. The entire system is connected to earth ground via a number of grounding conductors which ultimately terminate at a single point at the building power supply mains box. There was no report of harm to a patient, operator or bystander. The fse has confirmed there has been no image quality issue. The system has been installed since (B)(6) 2012 without the plastic sleeve allowing for contact between the bolt and the metal of the gantry base.